Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia and hypertension. The customer's blood glucose reading was over 600 mg/dl at the time of the event. The customer stated that she is convinced the reservoir was occluded, which caused the event. The customer declined to perform troubleshooting. Nothing further was reported.